Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a cgm reading of 248 mg/dl approximately 20 minutes after onset, without food intake and without observed leaks at the site, connector, or cartridge; the user declined a confirmatory fingerstick and planned to monitor further. Symptoms included elevated blood glucose. Outcomes included continued monitoring at home without medical intervention or hospitalization. Investigation included telephone-based troubleshooting and education regarding possible infusion set or absorption issues and guidance to observe trends and reassess. Investigation of this case revealed no confirmed device malfunction or site issue based on user report and remote assessment, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.